Event description:
On (B)(6) 2025, the user and their healthcare provider reported receiving ¿unable to proceed¿ alerts during a supply change. The agent had them perform a dry run, which was successful, and then repeat the process with new supplies, which resolved the issue. The user is using convatec contact detach. No blood glucose (bg) impact, symptoms during the event or medical concerns were reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.